Manufacturer narrative:
Production record check (lot#4081482): this batch of products will be assembled in jingma automatic line 4 in april 2024, and packaged in cfs packaging line in april 2024, with (B)(4) pieces of work order. 400 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards. In the production process, there is no non-conformity, deviation or rework behavior. Assembly equipment without abnormal maintenance. The retained sample was confirmed, and the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed and no leakage was found. The customer did not return samples and photos and confirmed from the customer's reply that the customer used a high-pressure syringe, which is not suitable for high-pressure injection. Conclusion: no abnormality was found in the product process, and the inspection results all met the requirements of the product specifications. The root cause of the occurrence was that the customer used high-pressure injection in the product, resulting in abnormal leakage. It is recommended that the customer use products suitable for high-pressure, and the factory will continue to pay attention to such defects.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at septum on (B)(6) 2025, at 02:22, after the nurse had inserted an indwelling needle for the patient, an enhanced CT scan was performed. After the scan was complete, it was found that contrast medium was leaking from the white skin plug at the end of the indwelling needle, as well as blood. The incident was immediately reported to the head nurse, who stopped using the needle, removed it, replaced it in a new position, reinserted it, and reported the adverse event related to consumables.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.